Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in an 82-year-old male patient with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). Patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. While rounding, the registered nurse reported some ectopy and light pink urine overnight. Fluids were given overnight, and the physician planned to obtain an echocardiogram in the morning. Echocardiography showed the pump in the papillary muscle, measuring 6 cm from the aortic valve annulus. The pump was repositioned by the physician under echo guidance to a free-floating position in the left ventricle, measuring 5.1 cm from the annulus. No more ectopy was noted, and the team was waiting for the urine to clear. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as device position. The pump continued to function as intended and the patient remained on support.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in an 82-year-old male patient with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). Patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. While rounding, the registered nurse reported some ectopy and light pink urine overnight. Fluids were given overnight, and the physician planned to obtain an echocardiogram in the morning. Echocardiography showed the pump in the papillary muscle, measuring 6 cm from the aortic valve annulus. The pump was repositioned by the physician under echo guidance to a free-floating position in the left ventricle, measuring 5.1 cm from the annulus. No more ectopy was noted, and the team was waiting for the urine to clear. Labs were not hemolyzed and hematuria cleared up after repositioning the pump. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as device position. Arrhythmia may be associated with device position within the ventricle. The pump continued to function as intended and the patient survived to explant.

Manufacturer narrative:
The pump was discarded. B5 clinical narrative was updated with additional information that was received. D4 primary UDI number was revised. H6 health effect - clinical code was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D4 revised. D6b explant date provided.